Event description:
Customer reported a button error alarm. The customer's blood glucose was 46 mg/dl. Customer has treated their low blood glucose with a sandwich. The customer stated he may have pressed the insulin pump while it was in their belt. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive act button, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, reservoir tube window and cracked belt clip slot.